Event description:
It was reported that when the patient went to perform a manual transmission with the remote monitor, the patient pushed the start button however, no lights lit up on the monitor. Previous transmissions have been completed. A new monitor will be ordered by the patient's clinic. No patient complications were reported as a result of this event.

Event description:
It was reported that the previously working remote monitor would no longer respond to the start button. The attempts to reset the monitor by unplugging and replugging in the power cord were not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event upon the initial visual/functional check. However after further analysis was performed the failure disappeared, therefore the root cause could not be determined.